Event description:
It was reported via repair work order that the cot was not loading properly due to a broken retractable head section caster. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.